Event description:
"Volun (B)(6) 2014 ((B)(4): pt reported that about 6 months following his total hip replacement surgery he developed the following symptoms; kidney stones, kidney infection, uti, and fluid build up in his hip. He stated that he continues to have these symptoms along with severe pain, discomfort, sleep disturbances and emotional distress every 4 to 6 months. He is currently in the hospital due to complication with his kidneys. He stated that his cobalt level is above 80 mcg/l and chromium is above 85 mcg/l. He reported that his doctor plans to start him on dialysis to rid his blood of metal and eventually do a hip replacement.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. It was noted that the device is currently implanted. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
An event regarding patient factors involving an accolade stem was reported. The event was confirmed. A review of the provided information by a clinical consultant indicated: no x-rays are available for review and no implants were returned for investigation. Given the findings of this case with a cobalt level above 80 g/l and chromium above 85 g/l while threshold values for further investigation are around 7 g/l. Well performing arthroplasties do not normally cause excessive metal ions to be released. Implant pathology must be present but the nature of this is unclear. There is no information available regarding such potentially adverse implant conditions and consequently it is not possible to establish a root cause of failure for this event due to lack of adequate information. X-rays, more clinical and laboratory information plus retrieval analysis are the most important tools to evaluate the patients condition with his arthroplasty. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, progress notes,more clinical and laboratory information and x-rays are needed to fully investigate the event.

Event description:
"Volun 14-mar-2014 (mw5034918): pt reported that about 6 months following his total hip replacement surgery he developed the following symptoms; kidney stones, kidney infection, uti, and fluid build up in his hip. He stated that he continues to have these symptoms along with severe pain, discomfort, sleep disturbances and emotional distress every 4 to 6 months. He is currently in the hospital due to complication with his kidneys. He stated that his cobalt level is above 80 mcg/l and chromium is above 85 mcg/l. He reported that his doctor plans to start him on dialysis to rid his blood of metal and eventually do a hip replacement.